Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) nine years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that a failure of the printed circuit board led to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was never used on a patient.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found no image due to a faulty printed circuit board. During the evaluation additional findings were net spacer damage, scratches on the top cover, and on the front panel. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center image goes black when inserting, plugging in the scope. The issue was found during installation. The customer received this device as a loaner. There were no reports of patient harm.